Manufacturer narrative:
B4:(B)(6)2021 a philips service engineer (se) evaluated the unit and determined that the touchscreen needed to be replaced to return the device to working condition. The se replaced the touchscreen to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service. The removed touchscreen was returned to the failure investigation (fi) lab. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. The fi tests revealed that the electrical testing was out of specification. Fault was found on this returned touchscreen and the customer complaint was confirmed.

Manufacturer narrative:
26jul2021.

Event description:
It was reported to philips that the device's touchscreen was responding poorly. The reported event occurred during pre-use testing outside of clinical use, and there was no delay in therapy.